Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The device was returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifescience affiliate in germany, regarding an implant of a 23mm sapien 3 ultra valve. During the deployment of the valve, when the balloon was expanded, it burst. The balloon could not be removed from the patient through the esheath. The patient was noted as to be doing well, without further complication.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-12276.

Manufacturer narrative:
The reported events were confirmed through returned product evaluation and provided imagery . However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per provided fluoroscopy, presence of calcium in the landing zone was able to be visualized. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip. In this case, damage on the sheath tip (split) and distal portion of the sheath shaft (liner bunching) was confirmed via device evaluation. Therefore, it is likely that the altered balloon profile contributed to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. While IFU/training manuals are not listed in the technical summary, review of the instructions revealed similar contents as documented in the technical summary. Therefore, the IFU/training manuals as identified in the technical summary are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty.